Manufacturer narrative:
A steris service technician arrived onsite to inspect the surgigraphic table and found that the table's non-steris ac power cord was damaged resulting in the reported event. The surgigraphic 6000 image guided surgical table operator manual states (1-2), "warning - personal injury and/or equipment damage hazard: repairs and adjustments to this equipment must be made only by fully qualified service personnel. Nonroutine maintenance performed by inexperienced, unqualified personnel or installation of unauthorized parts could cause personal injury, invalidate the warranty, or result in costly damage. Contact steris engineering service regarding service options." The surgigraphic table is not under steris service agreement for maintenance activities. The user facility is responsible for all maintenance activities. The technician replaced the power cord, tested the unit, confirmed it to be operating according to specifications, and returned it to service. No additional issues have been reported.

Event description:
The user facility's biomed department reported that while repositioning their surgigraphic 6000 image guided surgical table, an employee contacted the table with their foot and experienced a minor shock. No medical treatment was sought or administered.